Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and thrombosis, as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a lesion located in the 90% stenosed, distal posterior lateral artery. After pre-dilatation was performed, two 2.25x23 mm xience prime stents were implanted, one proximally and one distally. On (B)(6) 2013 the patient was re-hospitalized for chest pain and thrombosis was observed in the stent implant deployed in the proximal posterior lateral artery. No thrombosis was observed in the distally placed stent. The thrombosis was treated with thrombectomy and balloon dilatation successfully. No additional information was performed.